Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurately high results with the subject meter when compared to 4 other unknown meters. No specific results were provided but the patient claimed that the subject meter was reading "35-50 points" higher than the other meters. This complaint is being reported because it is not known if the reported results meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.